Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed delivery accuracy test. Unit received with corroded battery tube. Unit received with minor scratches on case, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose 289 mg/dl. The customer's blood glucose level at the time of the incident was 289 mg/dl and current blood glucose level was 600 mg/dl. The customer had symptoms such as nausea. The customer was treated in emergency room. The customer was wearing the insulin pump prior during the hospitalization. The customer declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised to replace the pump. The insulin pump will be returned for analysis.